Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 485 mg/dl. The customer treated with the pump. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated the batteries in the pump are aaa alkaline batteries. The customer will be sent a replacement battery cap.